Event description:
An attempt was made to use a 1.5mm diameter x 12mm length sprinter over the wire (otw) balloon dilatation catheter in to a patient; however, it was reported that the balloon of relevant device ruptured at a low pressure. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: other (root cause of the balloon burst cannot be determined).